Manufacturer narrative:
The device is not available for eval. Review of the device history record cannot be performed as the lot code is unk. However, if the screw is advanced and an extreme angle or if significant downward pressure is applied, the thread of the screw can impact the rim of the plate's bushing. If the user is heavy handed and pushing down aggressively as he advances the screw, it could cause the screw to be impacted against the bushing rim and damage the implants. Care needs to be taken not to be overly aggressive when tightening the screws and to allow them to thread through the bushing rim. At this time, the complaint is considered to be closed.

Event description:
Contact reports that a bushing on the eagle plus plate started to sheer off while drilling was being performed to position the plate. Also, threads from a concomitant device screw started to tear during advancement within the plate and as this occurred, bushings in the plate began to lift. The surgeon switched to one oversized screw and as he performed final tightening, he was able to reinsert two bushings, making them as flush as possible. As reported, the surgeon was satisfied with the final positioning of the plate which was implanted. However, the resulting difficulty extended the procedure by 45 to 60 minutes. As a result of the significant delay to the procedure, a medwatch report is being submitted to document this event.